Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet had a cracked screen as documented by a photo, the device remained at least partially functional but was determined to require replacement and was no longer water resistant. Symptoms included no reported impact on blood glucose. Outcomes included replacement of the device and instructions to back up data, shut down the device, and use backup therapy due to questionable functionality. Investigation included review of user-provided images and case documentation and inspection of the returned device . Investigation of this case revealed damage to the display component consistent with physical impact, with risk to water resistance and usability of the affected screen. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.